Event description:
In 2009, this alaris module was sent to biomedical engineering with a tag that read "safety clamp open alarm." Biomedical engineering discover a broken platen spring top hinge and broken door latch assembly. Additionally, as reported on previously submitted reports, we have greater than 20 other modules in which the same hinge was broken or cracked. Most of these devices have not been involved in patient incidents.